Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital due to high blood glucose. Customer was taken by her co-worker to the emergency room. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 27 mmol/l. Customer is still in the hospital and was worried that the emergency room doctor did not know how to use the insulin pump and had never seen one. Customer stated that he was uncomfortable prescribing a long acting insulin for them as a back-up plan.